Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. Post procedure, the stent migrated causing perforation of the duodenum in the opposite wall to the ampulla. The stent was removed, and appropriate medical management was given. To address the situation, the patient was required for a prolonged hospital stay.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h10: additional information was received on june 15, 2025, confirming that this event had already been previously reported to bsc. With this information it has been confirmed that tw#(B)(4) are duplicates to tw#(B)(4). All relevant information regarding the event has been captured under record #(B)(4).

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. Post procedure, the stent migrated causing perforation of the duodenum in the opposite wall to the ampulla. The stent was removed, and appropriate medical management was given. To address the situation, the patient was required for a prolonged hospital stay.